Event description:
Tip broke off sheath tube (clean break) and fell into pt's bladder. Sheath tip removed in 2001. Per rptr, it's not known when the incident occurred or from which sheath the tip broke off. "Sheaths were sent out for repair of broken tips at the end of 2000." Rptr did not know if the sheaths had been sent to acmi circon for repair.